Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500-600 mg/dl. Customer¿s high blood glucose level was 140 mg/dl at the time of the incident. Customer declined troubleshoot for high blood level. The customer had stated high due to steroids. The product was returned for analysis.